Event description:
It was alleged that surgiphor antimicrobial irrigation solution accidentally got into a patient's heart and lung machine during a CABG procedure. Hospital contact states the patient is alright but asking now how to proceed.

Manufacturer narrative:
It was alleged that surgiphor antimicrobial irrigation solution accidentally got into a patient's heart and lung machine during a CABG procedure. Hospital contact states the patient is alright but asking now how to proceed. Surgiphor contains povidone iodine (0.5%) and present a potential for serious patient harm if entering the blood/raspatory system. Based on the information provided the issue appears to be associated with a use error. Name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs procode: fqh (lavage, jet) and fro (dressing, wound, drug) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was alleged that surgiphor antimicrobial irrigation solution accidentally got into a patient's heart and lung machine during a CABG procedure. Hospital contact states the patient is alright but asking now how to proceed. Surgiphor contains povidone iodine (0.5%) and present a potential for serious patient harm if entering the blood/raspatory system. Based on the information provided the issue appears to be associated with a use error. During follow up with the reporter, bd's medical affairs team informed the perfusionist that surgiphor was not intenteded for infusion or injection as stated on the instructions for use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was alleged that surgiphor antimicrobial irrigation solution accidentally got into a patient's heart and lung machine during a CABG procedure. Hospital contact states the patient is alright but asking now how to proceed.